Event description:
Japan alliance registry it was reported that the patient experienced ischemia. An agent dcb mr 3.50 x 20mm used for treatment of the proximal left anterior descending artery (lad). 6 months after treatment, the patient showed signs of anterior wall ischemia. The proximal lad was then treated using a stent, and there were no further patient complications.